Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5_13.7 -10.5/3.0/038 implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to refractive surprise. Cause of event was unknown. See MFR # 2023826-2022-02093 for claim against the initial lens.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).